Manufacturer narrative:
Corrected data: corrected data: g.1 regulatory report owner.

Event description:
It was reported that the device has a crack in the reservoir corner, causing leaking. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found a cracked tank cover, faded line cord, and corroded drain fitting. During the functional testing, the device was found to be leaking from a corner of the reservoir. The cause of the issue was found to be a cracked tank cover. No action was taken due to the condition of the device. It was deemed beyond economical repair and will be scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.